Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for evaluation. The plant investigation is in process. A supplemental medwatch will be submitted with additional relevant information.

Event description:
The clinical manager (cm) of an outpatient hemodialysis facility reported two instances, during hemodialysis (hd) treatments performed on december 12th and 15th, where the patient¿s blood clotted with no blood loss. The physician ordered the dialyzer be switched to another manufacturer¿s device. The patient continued receiving hemodialysis using a different manufacturer¿s dialyzer with no further issues being reported. The patient¿s current condition was reported as being ¿well.¿ the complaint device is not available for evaluation.

Manufacturer narrative:
Clinical investigation: the patient medical records were provided by the facility on february 5, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. According to the medical records, according to medical records there was no rash, redness, nausea or vomiting mentioned for the dialysis treatments. Dialysis treatments and notes reveal patient tolerated these treatments without difficulty. Patient did have clotting on 12/15/2015 followed by nausea. The nausea was relieved by zofran. Patient¿s dialysis was ended early due to increased venous pressure. Although the medical records do reveal the patient did have some dizziness, nausea vomiting and on episode of clotting during dialysis, it is not to the extent mentioned by the clinical manager. The medical records are not consistent with the issues mentioned by the clinical manager. The patient had received many dialysis treatments with the optiflux 160nre dialyzer with no adverse events. The patient was changed to another dialyzer without any adverse event. Device evaluation: the device was not returned to the manufacturer for physical evaluation. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all dialyzers with the reported catalog number shipped to this account within the selected time frame. A records review was performed on each identified lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. A review of the batch production records for all lots (with the reported catalog number) shipped to the complainant in the three months that preceded the complaint occurrence date did not reveal a probable cause for the reported complaint. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A review of the batch production records was performed for all lots shipped to the complainant in the three months prior to the complaint occurrence date (with the reported catalog number) did not reveal a probable cause for the reported complaint.

Event description:
The following information was extracted from the provided medical records for the treatment performed on (B)(6) 2015. Dialysis was performed through the right jugular tunneled catheter. Dialysis treatment started at 07:15 without a problem. Patient was administered benadryl at start of dialysis. Patient was comfortable at start of dialysis. At 08:56, the dialysis treatment was interrupted due to the system clotting. Patient was sleeping and resting comfortable. Nurse rinsed back and re-primed new dialyzer with 1000cc normal saline. Treatment resumed and patient was tolerating treatment well and sleeping. At 09:48, patient became nauseated and patient was administered zofran. At 10:38, the patient's dialysis finished 1 hour and 6 minutes early due to venous pressure rising. Patient left ambulatory and discharged home, but complained of having the chills. Patient was instructed to go to the emergency room if chills continued.